Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient had to start and stop whitening because her gums were burning and her lip was swollen. She started and stopped twice and each time symptoms came back. Advised dentist to inform the patient to discontinue use of the kör desensitizer permanently, and that once she returns to normal, she can resume whitening, as long as she does not use the kor desensitizer again. Sated that the patient can see her general practitioner to help with any symptoms or discomfort, and we shipped a bottle of the kör complete desensitizer (does not contain hema) at no charge for the patient to try. Followed-up with dental office on (B)(6) 2018, they said the patient has since returned to normal. The patient resumed whitening this past week, and has been using the kör complete desensitizer with no issues.